Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4). Analysis confirmed the reported event. Capacitor on main printed circuit board blew. Both bail covers are broken. One printed circuit board flex and lcd (liquid crystal display) are contaminated from the capacitor blow. The ring is bent. Battery contacts are compressed.

Event description:
It was reported the epg (external pulse generator) was in for normal preventive maintenance when it would not power on. When the epg was opened, charring was found on the inside of the case. It was further noted the charring was not related to patient use or corrosion. The epg was returned for repair. There was no patient involvement.